Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized and was treated six days later with vancomycin injection (1gm, after 3 days, route and duration were not reported, discontinued ), meropenem injection (500mg, route, frequency and duration were not reported and discontinued) and fluconazole injection (200mg, route, frequency and duration were not reported, and discontinued) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.